Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 417470) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of back to back discrepant inr results with coaguchek xs meter serial number (B)(4). The first result from the meter at 2:25 a.m. Was 1.2 inr. The second result from the meter at 3:35 a.m. Was 2.1 inr. The third result from the meter at 9:31 p.m. Was 2.9 inr. This result was believed to be correct. The patient's therapeutic range was 2.5 - 3.5 inr.